Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient was receiving "add gel" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of a electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the dn. The damaged cable cause the add gel messages. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.